Event description:
Customer reported unexpected positive reactivity (2+) at the immediate spin phase (is) with anti-d (monoclonal blend) series 5, on a previously typed rh negative pt sample. The first sample from the pt typed as o, rh negative on 01/2007. A second sample typed as o, rh negative three days later. A recheck was performed on the second sample and it tested as o, rh positive. Repeat testing on the first sample also resulted as o, rh positive. A third sample was collected the following day, and also typed as o, rh positive.

Manufacturer narrative:
Product and sample were not returned for investigation testing. The customer sent the sample to another facility for testing and the testing facility reported the blood type as o, rh positive. User error cannot be ruled out as contributing to the event.